Manufacturer narrative:
Na.

Event description:
Instrument malfunction: tub overflow occurred and allowed fluid to reach floor. Tub sensor(s) did not properly report error and prevent fluid leak. The following failure mode is same event reported in MDR-2028492-2016-00004-00 which caused serious slip and fall injury.

Manufacturer narrative:
A local field service engineer was dispatched to the site and resolved the issue. A new waste tub and filter kit have been released to increase the reliability of the waste system. No harm or injury occurred through the case. (B)(4).